Manufacturer narrative:
The device was evaluated on-site by a zoll representative; the customer's report was not replicated or confirmed. The representative was unable to verify the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.